Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.